Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a back-up vvi mode was observed. Patient never returned for a follow-up. The patient received several shocks and did not contact any physician. Patient was previously informed about the back-up vvi mode. The device was explanted.